Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter the canula over needle was deformed. Canula over needle was deformed ¿ the canula was pierced by the needle and deformed (the canula was bent while the needle was straight; as a result of which the canula was pierced by the needle). Visual inspection of the catheter/needle assembly revealed the needle cannula protruding through the catheter body near the distal tip. No damage was noted to the returned arterial catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-feb-23 h6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that the needle pierced through catheter near the tip area. Bd could not determine a manufacturing related root cause of the defect. The sample was run through our auto reject systems and each properly rejected the returned sample. These results supports that the root cause did not occur in our manufacturing process. There is the possibility the defect occurred during the application of the product, but we cannot confirm this root cause since we cannot confirm how the sample was used. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ IV catheter the canula over needle was deformed canula over needle was deformed ¿ the canula was pierced by the needle and deformed (the canula was bent while the needle was straight; as a result of which the canula was pierced by the needle). Visual inspection of the catheter/needle assembly revealed the needle cannula protruding through the catheter body near the distal tip. No damage was noted to the returned arterial catheter.